Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during use. The patient was connected at the time of the alarm. The technical service representative (tsr) determined that the patient line was not fully primed. The tsr advised the nurse to re-prime the patient line. Therapy was completed manually. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). It was not specified whether the patient had a history of shoulder pain, before the event. The patient complained of shoulder pain. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, an incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.